Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with an unknown phone with an unknown operating system. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as shaking and tiredness and was unable to self-treat, requiring hcp administration of food for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported sensor error message when scanning the sensor . Successfully start sensor and received glucose reading using a similar configuration and was unable to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc application in use with an unknown phone with an unknown operating system. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as shaking and tiredness and was unable to self-treat, requiring hcp administration of food for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.